Manufacturer narrative:
Siemens filed the initial MDR 2432235-2018-00353 on 24-september-2018. Siemens filed the first supplemental MDR 2432235-2018-00353 on 17-january-2019. Additional information (25-january-2019): the customer confirms that the falsely elevated total human chorionic gonadotropin (total hcg) results are from a male patient sample and their purpose of using total hcg was for oncology testing. The customer has been informed, by the siemens, that the total hcg testing performed on a male patient sample is off label use, and is aware that the advia centaur total hcg is intended for the assessment of pregnancy status. The investigation of log files concludes that this laboratory dilutes all thcg results <2 iu/l with a dilution factor of 1:100. The patient sample tested neat at a value <2 iu/l and per their procedure was diluted 1:100 and read much higher. Quality control and other patient samples were not affected. Siemens does not recommend diluting samples (at x100) that result as <2.0 (less than the lower limit of the assay). The instrument is performing within manufacturing specifications. No further evaluation of the device is required. MDR 2432235-2018-00354_s2 has been filed for the same event.

Manufacturer narrative:
Siemens filed the initial MDR (B)(4) on (B)(6) 2018. Additional information (19-december-2018): siemens headquarter support specialist(s) evaluated the instrument log files and concluded that no systemic issue occurred during testing of the patient sample. Siemens specialist(s) are continuing to investigate the event. MDR (B)(4) has been filed for the same event.

Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). The customer informs that the patient sample was originally tested on an alternate instrument and resulted in < 2.0 iu/l. The customer's laboratory procedure for results of <2.0 iu/l is to perform repeat testing with an onboard dilution of 1:100. The repeat testing performed on the instrument serial number (B)(4) produced elevated results (B)(6) 2018. The patient was redrawn on the following day, and the customer obtained additional discordant results. Siemens is investigating this issue. MDR 2432235-2018-00354 has been filed for the same event.

Event description:
A discordant, falsely elevated total human chorionic gonadotropin (total hcg) result was obtained on the advia centaur xp instrument. The discordant result was not reported to the physician(s). The same sample and an alternate instrument were used for repeat testing. Repeat testing was performed with an onboard dilution of 1:100 and resulted in < 2.0 iu/l. The customer informs the result of < 2.0 iu/l is correct and fits the clinical picture of the patient. There are no reports of patient intervention or adverse health consequence due to the discordant, falsely elevated total hcg result.